Event description:
Pt. Experienced respiratory failure with hyperoxemia according to arterial blood gases. This condition was the result of using a respironics mask with this co's device. The respironics mask configuration does not have an exhaust port. It is located in the swivel adaptor.